Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardioverter defibrillator developed an infection. The patient presented to the ER with pain, fever, and swelling in the device pocket. A blood test was taken which confirmed the infection. Subsequently, this device and the related leads were explanted. The patient was put on an antibiotic treatment and will be reimplanted with a new device when the infection clears. It was noted that the patient is not dependent on stimulation. No additional adverse patient effects were reported. This device is not expected for return due to contamination.